Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing with the epicardial right ventricular (rv) lead which lead to pacing inhibition. The epicardial rv lead was explanted and a new implantable pulse generator (ipg) system was implanted in the pectoral region. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 4965-25 implantable pacing lead, implanted: (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.